Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was not holding the suture once loaded. There was no patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.